Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jan-2026, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (1,000 mcg/ml at 200 mcg/day) and bupivacaine (10 mg/ml at 2 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient came into the office and reported that they did not think the pump therapy was working as their pain was increasing. The patient stated they had an altercation at home where they were punched and fell down the stairs. It was reported that the change in therapy occurred after this event. A dye study was performed and indicated a possible compromise of catheter. A revision surgery was performed and a catheter kink was found near the anchor site. The hcp decided to replace the entire catheter which was aspirated successfully once connected to the implanted pump. It was reported that the issue was resolved at the time of the report. The patient's status was "alive-no injury". The patient's weight and medical history was asked but unknown.